Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on 29-june-2024. Event occurred after three hours of insertion. Insertion site was in abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.